Event description:
It was reported the left ventricular lead impedance was greater than 2500 ohms. Follow-up attempts were unable to confirm the status of the patient and the lead. No patient complications were reported as a result of this event. Upon further review, it was determined that "lv" meant low voltage, or pacing impedance. To date, no new information has been obtained regarding this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Corrected device model and serial.